Manufacturer narrative:
The device was received with no button response due to moisture on keypad traces. There was no button error alarm during testing. The displacement test was unable to be performed due to no button response. There was no moisture damage on the electronic stack, motor, battery tube and vibrator assembly. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window and cracked display window.(B)(4).

Event description:
It was reported that the customer had a button error on their insulin pump. It was reported that the device fell into a water bowl. The customer's blood glucose at the time was unknown. It was reported that the screen is scratched and the battery slot on cap is stripped but there are no cracks on the device. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.